Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a motor speaker failure. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips service engineer (se) noted that the v60 ventilator had a motor speaker failure. The se replaced the central processing unit (cpu) board to resolve the issue.